Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was experiencing high blood glucose and sensor issues. Blood glucose prior to calling was 26 mmol/l and treated with insulin pump. Auto mode feature was not active at the time of the incident. Customer declined to troubleshoot and to further discuss the high reading. Customer stated the blood glucose was high due to eating all kinds of stuff the night before. The insulin pump will not be returned for analysis.